Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio isolated the issue to the device's system pcb assembly and removed this component. Physio scrapped the device and the customer received a replacement device. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr15.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.